Event description:
Nurse educator reported customer dropping pump which caused cosmetic damage and also customer being hospitalized due to high bg. Customer was unsure of any significant events leading to hospitalization according to the nurse educator.